Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. The catheter was received with a guidewire inside the device. The guidewire was not able to be removed by hand as it was stuck in the catheter. X-ray inspection of the catheter was performed and damage to the guidewire lumen was observed at the distal hypotube. Dissection of the catheter confirmed damage to the guidewire lumen. The guidewire was not able to be removed and remained inside the guidewire lumen of the received catheter. The reported stuck guidewire event was confirmed.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Prior to the procedure, the guidewire was difficult to operated, however, the physician opted to proceed with the procedure. The guidewire then could not be operated during treatment of the left superior pulmonary vein (lspv). The catheter was replaced, and the procedure was completed successfully without patient complications. The farawave catheter was returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Prior to the procedure, the guidewire was difficult to operated, however, the physician opted to proceed with the procedure. The guidewire then could not be operated during treatment of the left superior pulmonary vein (lspv). The catheter was replaced, and the procedure was completed successfully without patient complications. The farawave catheter is expected to return for laboratory analysis.